Event description:
The patient experienced abdominal pain the night of implantable neurostimulator implant. He went to the emergency room. The patient was admitted to the intensive care unit with paralysis and no bowel function. A 'scan' was done that evening (specifics not reported). The next morning, the patient was still unable to urinate. The patient regained function in his legs and was discharged from the hospital. His bowel/urinary symptoms were believed to be resolved. The device was reprogrammed, and the patient was getting good stimulation coverage. No surgery was done. Afterward, the patient felt tired after walking short distances. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.